Event description:
This device was explanted due to syncope and loss of capture. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the pacemaker itself as well as the inspection of the quality documents associated with the manufacture of the lead and the pacemaker. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed, revealing no anomalies. The log data showed fluctuating thresholds as well as several loss of capture detections beginning (B)(6) 2024. The battery status was found to be larger than 70 percent. It cannot be excluded that the lead under complaint led to the clinical observation, as it was mentioned in the complaint description that the lead screw was not unscrewed. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.